Manufacturer narrative:
(B)(4). The customer returned one actual sample for evaluation. During visual inspection the issue was confirmed, but punctures around the neck of the flashball were observed, and not in the place where it should be done. A batch review was performed on the reported lot with no deviations found. The condition was determined to be due to incorrect use. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) of an administration solution set with leak. There was no patient injury or medical intervention reported for this event. The patient was connected. No additional information is available.